Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 302 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump and the display returned; however, the display would turn off and on. The customer's mother was advised that the battery cap may be damaged and that he should monitor the insulin pump. No products were returned and a replacement battery cap was shipped to the customer.